Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (b)(^) 2013. Product type: catheter. (B)(4).

Event description:
It was reported that the patient had ineffective therapy/a decreased therapeutic response. A dye study was done. On (B)(6) 2013, the connector pin was replaced due to the catheter not being seated completely into the pin. The sutureless connector was reattached after flushing the side port. The patient status was reported as ¿alive - no injury¿. The pump was delivering lioresal. It was later reported that the concentration of the lioresal was 500 and the dose was changed to 100/day.